Event description:
It was reported that the insulin pump alarmed button error. Customer was able to clear the alarm but then received a battery out limit alarm. Customer stated that he was working with water and was wearing the insulin pump. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The battery out limit alarm could not be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump had moisture damage on the display.